Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. When inserting the farawave into the faradrive, the physician purged the sheath and bubbles kept forming in the syringe. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.